Event description:
The customer reported that the system displayed a collimator iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and changed the fluoro functions printed circuit board and calibrated the collimator. The system was tested and found to be working as intended and put back into service.